Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In the attached voluntary medwatch report (mw5074692), the customer reported that, one day following a successful transvaginal drain placement, which had been requested for a pelvic abscess, the drain fell out on the inpatient floor. The procedure had employed a ring drainage catheter needle set as well as a transvaginal sonography -guided needle approach, with a sheathed needle. Access was difficult due to height (the cranial level of collection, and posterior anatomic location). The first attempt at needle access had failed, as the sheath popped out of the collection. The needle was then reinserted into the sheath, and access was reattempted. Failure to gain access prompted an exchange for the sheathed needle for a hard 18 gauge trocar needle, which was used to gain access, and wire access allowed placement of the transvaginal pelvic drain. The following day, the drain reportedly fell out on the inpatient floor, and a foreign body believed to be piece of needle sheath was identified. The product is not available for return and evaluation. No further information was available regarding the reported incident as no contact or user facility was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, drawing, manufacturing, quality control data, and specifications of the device was conducted during the investigation. Because the device was not returned for evaluation and no photos were provided, a device failure analysis could not be completed. A representative device from the same lot cannot be evaluated because the lot number is unknown. However, a document based investigation evaluation was performed. Because the user facility is unknown and the lot number could not be provided, the device history record could not be reviewed. Upon further review of our complaint management system¿s historical records, this has been the only complaint with this reported failure mode from 01jan2015 through 19mar2018. As this is the only reported complaint for this failure mode within the past 3 years, a previously completed complaint with a similar failure mode and completed device failure analysis cannot be referenced. Based on the available information, it cannot be determined whether the device was manufactured to specification. However, the proper manufacturing documents are in place and there are no notable gaps in the manufacturing process. A definitive cause of this event cannot be determined or reported at this time, and the root cause will be trended as ¿inconclusive¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.